Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer delivered a correction bolus to address bg. Customer updated their pump settings to address the event.